Event description:
Healthcare professional reported "hardening of the mammary glands due to capsule hardening" confirmed via ultrasound, also reported "difficult situation" and "now suffers from asia syndrome" which are considered not device related. Later healthcare professional confirmed "capsular contracture baker grade ii". Later healthcare professional reported a possible rupture. Later after explant surgery, physician reported "implant was intact". This record is for the right side. Device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Clarification to b3 date of event: partial date july 2024. Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the device was found intact upon explant. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: suspected rupture (later found intact); capsular contracture baker grade ii.

Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, rupture.

Event description:
Healthcare professional reported right side "hardening of the mammary glands due to capsule hardening" confirmed via ultrasound. Healthcare professional later confirmed "capsular contracture baker grade ii". Healthcare professional additionally reported a possible rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b.

Event description:
Healthcare professional reported "hardening of the mammary glands due to capsule hardening" confirmed via ultrasound, also reported "difficult situation" and "now suffers from asia syndrome" which are considered not device related. Later healthcare professional confirmed "capsular contracture baker grade ii". Later healthcare professional reported a possible rupture. Later after explant surgery physician reported "implant was intact, mammary sac is a fibrofatty specimen with a sac-like appearance measuring 14x4x2 cm, on section with a wall thickness of 0.2 cm, it is gray-brown in color, partially smooth and with a rubbery consistency. On section, they are soft. Representative samples are included in capsules 1 and 2". This record is for the right side. Device was explanted and replaced.